Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure. The dilator was reshaped prior to insertion. During the procedure, the guidewire kinked and was unable to be removed from the dilator. A slight bit of excessive force may have been used as they chose not to pre-dilate. To resolve the issue, they retrieved the dilator and wire together from the patient and forcefully removed the wire. The procedure was then successfully completed using the rf pigtail wire, different device (different model). No patient complications reported. The device is not expected to return as it was discarded at the facility.